Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using night aligners, the patient experienced extreme pain that affected sleep at night and blood in the mouth. Also noted was discomfort, excessive bleeding, inflammation, gingivitis, sensitivity, discolored, jaw discomfort, chipped, and broken.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.